Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared dislodged upon x-ray. It was also reported that this lead exhibited high threshold. The lead was repositioned and the patient was scheduled for av node ablation. The lead remains in service. No additional adverse patient effects were reported.